Event description:
It was reported that the left ventricular (lv) lead was exhibiting low impedance and had fractured. The lead was capped and is to be replaced at a later date. No patient complications have been reported as a result of this event.

Event description:
The lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.